Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: 5 photos were provided. They show the tip cap removed from the syringe. The syringe barrel has missing the luer tip; the tip cap has the syringe barrel luer tip in it. The symptom is confirmed; however, the root cause is unknown. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. This is the 5th complaint to lot# 9113975 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: the symptom is confirmed; however, the root cause is unknown. Rationale: CAPA not required at this time.

Event description:
It was reported that when the white end cap was unscrewed, the tip of the bd posiflush¿ normal saline syringe barrel was found to be broken off inside the end cap. This was noticed prior to use, and occurred on 18 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the flush was ready for using, the white end cap was unscrewed and the tip of the barrel at the front end of the injection was found to be broken inside the white end cap."